Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) unit would not boot and had long alarm tone. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that it would not boot up and had a long alarm tone. Upon further investigation, damage was present on the executive processor board and front end board caused by fluid intrusion through the low level bp port. The customer is declining repairs due to costs and is pursuing purchase of a replacement iabp.